Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low abdominal enterectomy, the device was loaded successfully but the surgeon unloaded it in order to get lower in the abdominal area and snag the desired tissue. The device was loaded again, the trigger and the green button was pushed but it did not fire. The surgeon unloaded and loaded again but it never fired. There was no patient injury.